Event description:
It was reported the pt is experiencing heating at the ipg pocket site while charging. Using a belt to insulate the charging antenna did not resolve the issue. Additionally, there is swelling around the ipg site. The pt is currently working with his physician to determine the next course of action. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.